Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.

Event description:
It was reported that the customer received a button error alarm and was not able to clear it. He/she was advised to disconnect from the insulin pump and revert to back up plan. The customer's blood glucose level was not reported. The product will be returned. Nothing further to report.